Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a bent pin in the patient cable of the mobile power unit (mpu) was confirmed. During the evaluation of the returned mpu, serial (B)(6), the patient cable had a bent pin 4 in the black connector responsible for 15vcc return due to what seemed to be excessive force when trying to make the connection. The cable has a redundant signal in the white connector and therefore did not cause any alarms. The patient cable was replaced. The system powered up as intended and passed all tests. Preventative maintenance was performed and the unit was returned to the rental pool. A review of the submitted event log file spanned approximately 14 days (28aug2023 ¿ 11sep2023 per time stamp). There were no active atypical alarms present in the log file. The IFU states in the ¿guideline for power cable connectors¿ section to line up the half circles inside the connectors and gently bring the connectors together, turning them slightly to make the connection. A root cause for the reported event was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The heartmate 3 instructions for use states in the ¿guideline for power cable connectors¿ section to ¿line up the half circles inside the connectors¿ gently bring the connectors together, turning them slightly to make the connection, if needed¿ never twist connectors or pull them apart at an angle.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during a follow up visit, technical inspection revealed a damage to one pin in the black connector of the mobile power unit (mpu). The black connector in the primary system controller was also damaged in the place corresponding to the damaged pin in the mpu. The damaged mpu and system controller were replaced.

Manufacturer narrative:
Related MFR # system controller: (B)(4). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.